Event description:
At end user reported a bright red peristomal area under the stomahesive barrier. The product was in use for 5 days.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The use of convex products for a stoma that is fluctuating with a depressed area around stoma was discussed with the end user. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.